Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) and the home patient (hp) had air in him and the system was not primed right. The technical service representative (tsr) stated they were not able to get the air out of his belly. The hp started bypassing and trying to drain. The hp was at stopped fill. The tsr ended therapy on the hp and stated the hp needed to contact his registered nurse (rn). The tsr explained if the patient line was not primed, the hp should not have connected. During a follow up call to the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) connected to the homechoice (hc) prior to completing prime, she was aware of this and stated the hp disconnected and started over with new supplies. The pdn stated the hp was in the clinic the previous day and the pdn went over the proper setup procedures with the hp. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for use error-failed to follow therapy steps is confirmed because the home patient had air in him and the system was not primed right while connected, which is a use error that can cause iipv and/or air to be delivered to the peritoneal cavity. A labeling review found the labeling to be adequate for the use/user error identified in this incident.